Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor does not connect to the pump and the needle housing came apart while loading the serter. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensor issue and customer indicated that he could fix it but the customer was advised that new sensors would be provided to him. No further information was provided.